Event description:
It was reported that the customer was taken to the hospital due to a low blood glucose reading of 17 mg/dl. Prior to the event, the customer slipped off his seat and did not get food in time. Troubleshooting was performed, and found that the time was off by four hours. Assisted with the time change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.